Event description:
A 2.5 mm diameter x 24 mm length endeavor mxii drug-eluting coronary stent system was implanted into a patient for treatment of a lad artery. The vessel morphology was not reported. It is unknown if the lesion was pre-dilated. It was reported that the patient had an endeavor drug-eluting stent successfully implanted. It was reported that an hour later, the patient was experiencing chest pain; the lad had collapsed. The patient received another manufacturer's drug eluting stent; while on the table, the lad collapsed a second time. Another manufacturer's stent was implanted and the patient was sent to recovery. It was reported that a week later, the patient had chest pain; the lad had collapsed. The physician stated that he did not think that it was the stent; the patient was not a good candidate for stents. It is unknown how the patient was treated. The patient's condition is unknown.

Manufacturer narrative:
Evaluation results: lack of information, no films received. Subacute thrombosis. Patient was not a good candidate for a stent.